Event description:
It was reported that during patient infusion of regular insulin (drip) with a spectrum iq pump, the patient became hyperglycemic at "340" (units unreported). Approximately three hours and 55 minutes after the start of the insulin drip, (during a blood draw) it was observed that the pump ¿was off and the 100ml ivpb with 100 units of regular insulin was empty". According to the reporter, the ¿bag should of lasted 7.5 hours but infused in 4 hours¿. There was no report of a medical intervention associated with the event. The spectrum pump settings were checked with no issues noted, specified as ¿they were right per order¿. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5109725 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.